Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device was unable to power on. There was no report of patient or user impact. Available details indicate that the device was unable to power on. Details provided in an update from a good faith effort response states the dealer replaced the device's battery and the device was successfully returned to service.